Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, leiomyoma nos, uterine prolapse and rectocele. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized from (B)(6) 2011. The patient was treated with surgery (total vaginal hysterectomy and posterior repair with mccall culdoplasty). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, hormone level abnormal, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepamcy noted:removal date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: the patient is status post essure device placement. No contrast is seen extending into the fallopian tubes.. Imaging procedure - on an unknown date: essure confirmation test(s)showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter's information added.medical history were added.rcc added.fu received.no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, leiomyoma nos, uterine prolapse and rectocele. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized from 14-apr-2011 to 17-apr-2011. The patient was treated with surgery (total vaginal hysterectomy and posterior repair with mccall culdoplasty). Essure (ess205) was removed on 14-apr-2011. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, heavy menstrual bleeding, hormone level abnormal and pelvic pain to be related to essure (ess205). The reporter commented: discrepamcy noted:removal date 01-apr-2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: the patient is status post essure device placement. No contrast is seen extending into the fallopian tubes.. Imaging procedure - on an unknown date: essure confirmation test(s)showed bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, hormone level abnormal, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event of "injury" was updated to pelvic pain. New events: abdominal pain , menorrhagia (heavy menstrual bleeding), hormonal changes were added. Reporter's information updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.